Event description:
The customer reported the insulin pump shutting down after being submerged in water. The insulin pump counts up on the screen, then shuts down. Troubleshooting was performed by the customer, but the problems continued. The customer reported a blood glucose reading of 244 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies.